Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed bruising underneath the right blue ECG electrode. The patient's physician prescribed a zinc ointment for the irritation. After using the ointment, the patient reported that the bruising improved.